Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 23-oct-2022 h6: investigation summary one sample was returned to our quality team for investigation. Through visual inspection, the membrane is observed to be improperly assembled, noting it was not properly welding on one side. A device history review was performed for lot 2202201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported event were identified during these inspections. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure, no issues related to the reported event were identified. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body. CAPA (B)(4)has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage around the membrane. The following information was provided by the initial reporter: the customer reported about leakage of an anticancer agent from around the membrane of l-connector.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage around the membrane. The following information was provided by the initial reporter: the customer reported about leakage of an anticancer agent from around the membrane of l-connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.